Manufacturer narrative:
Results of investigation: the avea printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to a corrupt bootloader.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). The carefusion factory service team evaluated the device and isolated the reported issue to a control board. The control board was replaced and resolved the reported issue. The suspect control board was transferred to carefusion's failure analysis laboratory for further testing and once completed, a supplemental report will be submitted.

Event description:
It was reported that the user interface module (uim) touchscreen was dark even though the ventilator was powered on. There was no patient involvement.